Manufacturer narrative:
Investigation outcome: on (B)(6) 2025, the ventilator was switched on for the first time at 12:07. During the start-up process, both batteries were inserted and recognised, and their status was displayed as normal. Configuration settings such as units of measurement and minimum volume were made. A leak test was started and passed successfully, indicating that the system was functioning normally at that time. Shortly thereafter, at 12:20 p.m., a ventilator failure was reported. This was followed by several technical error codes, and then a speaker fault warning appeared. The 12 v power supply had dropped from 11.978 to 1.458 volts. This drop brought the 12 v line well outside the normal operating range of 9 to 13.2 volts. The failure of the 12 v line caused the fan to malfunction, triggering the corresponding warnings and events. Since the problem only affected the 12 v line, the investigation pointed to a defect in the driver board. The problem was resolved by replacing the driver board. This confirmed that the defective driver board was the cause of the power failure and the associated hardware problems. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: when powered on the device alarmed with tf 431002, tf 444004, te 285002, fan failure, loudspeaker defective, and selftest failed. Cycled power a few times, going between user mode and service software. On 3rd power cycle all alarms stopped and unit powered on ok. Checked sensor data and all ok (except dc power). Performed the 2min test which passed ok. No patient involved.